Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the light guide lens, objective lens, connecting tube, plastic distal end cover, air water cylinder, and the air water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation olympus confirmed foreign material in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally physical damage of the scope cover was confirmed where the foreign material remained. The legal manufacturer was unable to confirm whether reprocessing steps were performed in accordance with the instructions for use. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.